Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator takes time to load to operational checks and causes a delay when returning to monitoring mode. The customer reportedly has to wait for 30 seconds or more to return to monitoring mode. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device is taking time to load to the operational check. The fse evaluated the device onsite at the customer's location. It was determined that the device takes more than 30 seconds to return to operational mode after running the operational checks. However, after checking the hardware error logs, nothing was found. All logs were cleared, and the software was reloaded, but the issue could not be resolved. Hence, the som (system on module) pca (printed circuit assembly) was replaced, the software was reloaded, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The som pca was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.